Event description:
It was reported that when patient presented to the clinic after receiving a patient notification alert for a device reset issue. Patient had symptoms of palpitations. A device download was performed successfully and the patient¿s symptoms ceased. Patient was stable.